Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen flex knee system. It was reported by patient's counsel that the patient received a tm monoblock tibia implant on (B)(6) 2009 and was revised on (B)(6) 2011 due to loosening. The patient had also received a tm patella and femoral component on (B)(6) 2009; however, no issues were observed with these implants as they were noted in the operative notes as well fixed.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.